Event description:
At the conclusion of a procedure the table of the uroview system tilted uninitiated to approx 80 degrees with the pt on the table. The tech disconnected the hand control and lowered the table. The hand control was examined by hospital maintenance and they found that a screw was loose. The hand control was repaired and the hosp has not had any further incidents. No pt injury was reported.